Event description:
Evaluation revealed a dislodged display screen and dislodged force sensor pins. Loss of cartridge detection was found in the pump history and duplicated during investigation.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred. Evaluation revealed a dislodged display screen and dislodged force sensor pins. Loss of cartridge detection was duplicated during investigation.